Event description:
While using a byte night aligners, patient was examined by their dentist and found that there is worn enamel and composite restorations in the patient's upper left first molar. Patient also expressed concerns about their tooth position since they began treatment. The dentist is concerned about the patient continuing treatment of medically unsupervised orthodontic treatment given these findings.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.